Event description:
N200 oximeter cable was connected to another unit with differnt model no. Some personnel thought the cables were interchangeable. The cables are identical in size and color; the only distinction is a small mark near one end of the cable which identifies the cable as having a different model no. The accuracy of the oximeter readings during the time original cable was in use (15 hours) cannot be verified. The first reading when the second cable was placed indicated an oxygen saturation of 59%. The infant's condition on admission was critical and the infant expired approximately 48 hours after the event was noted and correcteddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: computer software performance tests conducted, mechanical tests performed, performance tests performed. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by biomedical engineering dept. Staff, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.